Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed motor error during the rewind due to corroded motor home switch. Further testing could not be performed due to the motor error alarms. The device had cracked case near all corners of the display window and missing end cap sticker. The drive support cap was inspected and no anomalies noted.

Event description:
The customer called and requested assistance with her insulin reaction that she has experienced for the past three days. The blood glucose reading at time of call was 180mg/dl. Troubleshooting was performed and the caller was unsure if the drive support cap was loose, protruded, or flush. Reviewed the programming, and the reservoir was showing the same amount of insulin as shown on the status screen. The customer stated that she believes that the insulin pump was over delivering insulin causing her blood glucose to drop. No further information was provided.